Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2.0 mg/ml dilaudid at 0.6994 mg/day and 20.0 mg/ml bupivacaine at 6.994 mg/day via an implantable pump for malignant pain and spine/back. It was reported that device interrogation on (B)(6) 2014 revealed two pump motor stalls and recoveries secondary to MRI. The programming date from the most recent refill prior to the event was (B)(6) 2014 at 11:41. The event was noted to be resolved without sequelae on (B)(6) 2014. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. A motor stall occurred on (B)(6) 2014 at 13:06 and recovered on the same date at 14:22. Another motor stall occurred on (B)(6) 2014 at 14:36 and recovered on the same date at 14:59.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.